Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked reservoir tube noted during visual inspection. All buttons function properly. However moisture damage was noted on keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states she is receiving insulin pump button issues. Customer's blood glucose is 137 mg/dl. After troubleshooting, customer was advised insulin pump would need to be replaced. No further information provided.